Event description:
It was reported that during a hysteroscopy and iud removal procedure on (B)(6) 2024, the cable was found detached from the scope and was laying on top of the patient. After the procedure was completed, a superficial burn was found on the patient's anterior side. A topical solution was administered to treat the superfical burn. The scope that was being used was a gynecare scope, not a karl storz scope. The cable will not be sent in for evaluation at this time per the customer.

Manufacturer narrative:
The device will not be returned for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case # (B)(4).

Manufacturer narrative:
Changes made from the initial report: ---updated the UDI number in section d4. Per investigation by the manufacturing site: ---lot date code vu01 indicates that this this light cable was manufactured the week of 8/3/2015 and shipped on 11/2/2015 per sap. ---evaluation cannot be performed due to light cable not being returned. This event is filed under internal case # (B)(4).